Event description:
The customer reported via phone call that the insulin pump alarmed no delivery three times the morning of the call and he has changed the infusion set three times. The customer stated that his blood glucose has been between 300 and 400 mg/dl because the insulin pump alarms no delivery every time he tries to deliver more than 5 units of insulin. The customer had not eaten anything the day before and blood glucose was still high. He disconnected from the insulin pump and refused to insert a new infusion set. The customer declined troubleshooting and stated that he did not have a backup plan and would be going to the doctor on monday (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.